Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) experienced an error and stopped pacing. It was indicated that the epg's display wire was pinched and wire was exposed. It was also indicated that the keypad had a soft lock-button and that an encoder knob was missing. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use with a patient when it flashed an error message and then stopped pacing. The epg was returned for repair and testing.